Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the down button is intermittently unresponsive. The pt does not expose pump to water and the keypad is intact.